Event description:
The customer stated that the insulin pump was alarming low battery after inserting new batteries. The customer also stated that the insulin pump was shutting off on its own without any warning. The customer stated that her blood glucose reading went up to 500 mg/dl due to the insulin pump shutting off. Nothing further was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. It was noted that the device was not explanted; therefore, the device is unavailable for evaluation. A device history record review is in process. Catastrophic injury. Device not returned.

Event description:
It was reported that the patient expired after implant duration of zero days. The patient had the valve implanted to correct aortic stenosis. It was learned from the operative report (of 2009) that "there was a tear at the inferior vena cava right atrial junction" nearing the end of the operation. It was stated that it was a "catastrophic injury." "At this point, the patient had been on cardiopulmonary bypass for an extremely prolonged period of time, her chances at any type of meaningful recovery were now essentially zero. Further discussions were undertaken with the family and it was felt that our resuscitative and repair efforts should be allowed to be continued. It should also be noted that an intra-aortic balloon pump was placed during the procedure, after she was back on cardiopulmonary bypass a second time in preparation for hopes of eventually weaning her if the problem could be repaired. The patient expired at 1855."